Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for elevated blood glucose (bg) levels between 200-300s (mg/dl), blurred vision, and headaches. While in the hospital, customer was treated with intravenous fluids and had a cat scan performed; however, the contact did not provide the results of the cat scan. Customer was released a few hours later with a bg level still in the 200-300s (mg/dl). Contact stated that the customers health care provide was satisfied that the customer's bg levels were more controlled, but contact stated that the customer was still in less than perfect condition.